Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r

Event description:
During device preparation, the catheter displayed the error message of "contact force catheter is intended for single use ony" when plugged in and the contact force was displayed. Catheter was exchanged which resolved the issue. There were no adverse health consequences to the patient.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.